Event description:
It was reported that during a ptca treatment procedure the maverick2 monorail balloon ruptured at 6 atm's on the initial inflation. The lesion being treated was a calcified and 99% stenotic lesion in the mid lad coronary artery. The procedure was completed with another device. Pt status is reported as 'good'.